Event description:
According to the available information, the device was not inflating properly and on explant it was noted that the reservoir was no longer connected to the cylinder set. The device was replaced.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.